Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an acl reconstruction procedure, the tip of the drill broke off in the joint. The broken piece was removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The drill is bent and heavily scored approximately midpoint of its length. The break site is damaged in a manner that is consistent with contact with a guide wire. The condition of the device is consistent with drilling over a bent guidewire. After the evaluation the root cause for the reported issue was determined to be user error.